Event description:
As reported, during a laparoscopic procedure on (B)(6) 2022, upon opening the package of the 3dmax light mesh, the edge of the mesh was noted to be cracked. As reported, another mesh was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, the 3dmax light mesh sealed edge was noted to be cracked upon opening the package. The subject device was returned for evaluation. Evaluation of the sample finds visible fraying in the edge seal and visible blood contamination from handling. In two locations, the edge seal frays have traveled slightly into the mesh fibers but did not cause additional damage to the mesh. The found edge frays are not indicative of the as manufactured condition. No manufacturing anomalies were found. Based on the sample evaluation and investigation performed, the root cause is determined to be user/device interface while handling the mesh in preparation for deployment and/or attempted implantation. Per the instructions-for-use (IFU), supplied with the device, "use an appropriate sized trocar to allow mesh to slide down the trocar with minimal force." Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of 1347 units released for distribution in december, 2021. Sample evaluated.